Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 380mg/dl, and she was treated with manual injections. The customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer changed the infusion set several times in one day and had noticed that the cannula had small bend. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.